Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the scs ipg pocket site due to losing weight and the location of the scs ipg. As a result, the ipg pocket site was revised on an unknown date to resolve the issue. However, the issue recurred and surgical intervention was taken to revise the pocket on (B)(6) 2014 during which the physician electively replaced the scs ipg. Follow-up identified the patient was reprogrammed successfully.